Manufacturer narrative:
During testing, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. This was due to the mr2 motor separating from the rtv seal. The probable cause of the mr2 motor separating from the rtv seal was caused wither by rtv being under-applied to the specification, or excess grease from the o-ring installation was not removed and the rtv is applied over the grease. In either case, the rtv may fail to hold the motor in place under a load which will result in an s321 malfunction. The customer reported s320 malfunction alarm code was duplicated during testing. The s208 and s322 malfunction alarm codes were not duplicated; however, they were noted in the device history. The s205 malfunction alarm code was not duplicated or found in the device history. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed s320 (homing timeout, left), s208 (can bus error - psc), s205 (battery failure), s322 (nvram/eeprom error - pmc, left) malfunction alarm codes. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the alarmed with a s321 (motor error - pmc, left) malfunction alarm code.